Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired, and the cause was not provided due to privacy laws. It was reported the device operated as intended and the outcome was not device or therapy related. No autopsy was performed, the device was not explanted. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate 3 lvas could not be conclusively established through this evaluation. A specific cause for the reported event could not be conclusively determined. It reported through the patient outcome that the patient expired on (B)(6) 2019. The cause was not provided due to privacy laws. No alarms were reported for this event. It was reported that the device operated as intended and the outcome was not device or therapy related. No autopsy was performed. The center reported that heartmate 3 lvas, serial number (B)(6), would not be explanted for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.